Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was rapidly depleting and the usb port was damaged and loose. The usb cable had to be manually maneuvered in the usb port to charge the pump. There was no reported impact to customer's blood glucose. Customer declined to provide further information and declined follow up from tandem technical support.